Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 26th of march 2025 and 20th of november 2025 recorded a stable pacing impedance of 450 ohms and a fluctuating shock impedance between 65 ohms and 95 ohms. Iegm episodes were provided from the newly implanted ICD rivacor 5 vr-t dx. Episode 1 shows a shock discharge to indicate a vf, which was successfully eliminated with a second shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing and low ventricular sensing values.